Event description:
The customer was found unresponsive by their spouse. Spouse called the emergency medical technician and when they arrived they used pt's suspect device and obtained a result of 289 mg/dl compared to 29 mg/dl on the emergency medical technician's equipment. Customer was given an IV and taken to the ER. They were also taken to the ER the previous day due to hypoglycemia. Controls were not used. The device was replaced and requested to be returned for evaluation.